Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there is no image on the evis lucera ultrasound gastrovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found multiple ultrasonic sound wires were disconnected. Due to damage on ultrasonic probe, the number of missing element exceeded the standard value the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.